Manufacturer narrative:
Correction/removal number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt reported he had not used or charged his ipg in approx 1 year. Subsequently, he is unable to communicate with or charge his ipg. The pt does not wish to pursue any intervention regarding his scs system at this time.